Manufacturer narrative:
Correction: device codes previously omitted were added: a0906, a13. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: wr9220, serial#: (B)(4), product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer¿s representative (rep) regarding a patient with an implanted neurostimulator (ins) for fecal incontinence and gastrointestinal /pelvic floor therapy. It was reported the patient contacted the rep regarding a 4101 error that was seen. The rep replied that the 4101 error is a time-out during a recharge session that has bad connection, does not signify an issue with the recharger. Rep advised patient to try these steps; dismiss the error on the handset. Locate the implant by touch and feel. Reposition the belt with the recharger inside over the implant. Press the recharger power button to start the new session. Patient replied they would call the rep (B)(6) 2021. On (B)(6) 2021 the patient said they were never told they had to charge their ins and now their device is totally dead. Patient states now that they know they are supposed to charge implant, they are having issues and are seeing error codes1707, 1777, 4101 and 3167 and now recharger is just beeping but can't find the device. Patient confirmed they are right over the implant and it feels flat up against the skin. Patient mentioned the rep wanted to try and do a reset to the handset device. Patient services (ps) had the patient reposition recharger and they reported seeing excellent recharge quality but then it went back to just charging and then back to the home screen. Patient services had patient do a hard reset on recharger which resolved the issue. Patient also inquired what recharge speed was and changed it from slow to fast. The troubleshooting steps that were taken on the call resolved the issue. Patient reports seeing excellent recharge quality after recharging for an additional 5 mins on the call. Patient called back and said their side has been hurting and they have had a return in retention. Patient said they have been trying to charge the ins for the last 4 days. Patient said they keep seeing the 4101 code. Ps reviewed repositioning the recharger, and patient said the ins keeps flashing red and will say excellent connection then will show the 4101 message. Patient said they are sitting in one spot and not moving but the code keeps coming on and the ins is not charging. Patient said the device not working is causing health issues. It was reviewed that due to repeated 4101 messages the ins may need to be reset, and patient services emailed the rep since the issue was not resolved through troubleshooting. On 1/6/2021 a nurse called and reports patient is now having bowel and bladder issues and was advised to have the doctor check the device. The patient also called back extremely escalated.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that the patient was seen on (B)(6) 2021. Cause of the recharging issues and codes seen was unknown. Most likely cause was said to be user error. The steps taken were the rep attempted to reset the patient¿s ins on (B)(6) 2021 in the physician office with a staff member. The rep spoke with technical services prior to the meeting and did a test run of the steps with my demo equipment without error. When attempting to do the reset with the patient¿s recharger device there was a technical error (recharger would get stuck on the step - press, press, hold for amber circle). The rep spoke with technical services and attempted to troubleshoot issue with patient¿s device however issue was not resolved. Per technical services recommendation, the rep attempted to do the ins reset with my demo equipment and had the same technical ER ror. Tried multiple wall outlets and also when speaking with technical services also duplicated the error on their demo equipment. Due to technical services having the same error with their demo equipment they were reaching outto engineering to determine the cause of the error. It was said that the issue was unresolved. An ins reset did not occur however the patient charged their implant in the clinic. The first time for 20 minutes to achieve 10% battery and again prior to leaving and the ins battery increased from 10% to 20% per the programmer. It was unknown if the patient could charge to 100%. Patient charged for 30 minutes and device increased from 10% to 20%. The rep educated patient on recharging <(>&<)> the need to charge again for a longer duration to achieve 100% (mentioned roughly an hour) but patient said they will not do this. Patient states they have issues with her recharger belt fitting appropriately and cannot sit still/not move for an hour due to the pain it would cause her. The rep recommended alternatives such as patient not using the belt and have the waistband of her pants hold the recharger in place but patient became escalated and states they would not do this and that it should not be this difficult. Patient became frustrated and started saying they were going to have the doctor remove the device. On (B)(6) 2021 the rep contacted patient services and reported while using the patients recharger they performed the button sequence, saw power button blinking amber but before recharger could even be taken off the dock to put over the patien t's ins, the power button light went off. Caller indicated they do not have their own personal handset with them today, just recharger. Caller stated they used patient's equipment today and the recharger pulses green while over the ins and the app shows excellent connection with ins battery level in the red. Caller stated they left recharger on ins for about 15 minutes, they never lost connection, it was pulsing green the whole time like it was charging but when they checked the app at the end of 15 minutes, the battery level was still in the red and hadn't moved. Caller stated that patient reported this was what was happening before, and this is "all it ever does". Technical services conferenced on another agent and reviewed with caller to perform reset using caller's recharger instead of the patient's recharger. If this is successful, likely the patient's recharger would need to be replaced. On another call it was said that the patient¿s recharger was not allowing clinician reset mode. The caller noted being able to start the process when they were not with patient but now cannot. Technical services had the rep reset her recharger multiple times and still the rep could not access clinician reset with their recharger. The caller states the patients ins is depleted. Technical services was at home and was able to do the clinician reset using their personal equipment although one time technical services did run into the same situation that the caller was describing. Technical services had caller attempt to use the patients recharger again and reset the recharger but the recharger would still not go into clinician reset--the caller would do short long press and see the amber spinning light and it would go away immediately and would produce the descending tone. Technical services redirected to mobility to see if any l ogs/reports could be pulled as this patient was in the office for 1.5 hours and it was mostly fruitless. Caller states she is not on a metal table, no significant emi around--rep is on the same table the patient was able to successfully put recharger into clinician mode before meeting with the patient. On (B)(6) 2021 the rep reported they were not sure what pocket was used for the stimulator. The patient had previous devices but did not know if a new pocket was created. It was not known at this point if the edges of the ins are able to be felt. The rep reported that when using the recharger, the open loop (excellent with red flashing battery) would come up immediately and sometimes moved from good to excellent. During their meeting with the patient they were able to see 10% charging and then after a second session they were able to see 20% before they left the patient. The rep requested the patient go home and charge for an hour and the patient became escalated and refused to charge. The rep reported the patient has had a weight loss because of unrelated health issues and requested a new belt on their behalf. Technical services will order size small to be sent to the rep. The rep received a message from the office staff to discuss next steps which also included removing the system if appropriate. Technical services and the rep discussed trying a new recharger, with appropriately sized belt and deliberate troubleshooting with the office staff performing. The rep will discuss steps with clinic to see if they have different opinion of moving forward.

Event description:
The rep's last contact with the patient/hcp was (B)(6) and they understood the issue was resolved. No device removal or replacement is planned.

Manufacturer narrative:
Continuation of d10: product ID: wr9220, serial# (B)(6), product type: recharger, product ID: fp9000l, lot# serial# unknown, product type accessory. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient stated it was uncertain if the device was replaced or removed. Patient has possession of the recharger. It was later reported that the rep unboxed new recharger and set up with patient's handset. They could feel the borders of the ins and did not feel too deep. Ins implanted on the patient's right side. Patient standing for charging session. Recharger only- used first and connected very briefly with open loop, then 10%. Adjusted recharger to the belt, patient positioned on herself and connected again excellent and charged to 20% in under 10 minutes. Waited for additional 15 minutes for patient to charge to ensure expected incrementing. Ins went to 60%. Rep will send in old recharger for analysis .rep noted the smaller belt fits the patient better and allows for ins to maintain position.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Additional information was received from the patient and the rep: the patient stated they had still not been contacted. On (B)(6) 2021 the rep stated they reached out to the office on (B)(6) 2021 but received no response. The md is currently on vacation but the rep did send an email to alert her of the situation, and they are not openly allowing rep visits. The rep will provide and update and responses as soon as possible. On (B)(6) the rep stated physician office confirmed that the patient has an appt on tuesday, (B)(6) 2021 with the physician and had requested the rep attendance as well.